Event description:
It was reported that burr stuck in lesion occurred. The 69% stenosed target lesion was located in the moderately calcified mid left anterior descending artery. A 1.50mm rotapro was selected for treatment. During the procedure, the device was introduced over the guidewire with no resistance and advanced at the speed of 180rpm. However, after crossing the first lesion, the burr stalled and got stuck in the lesion, it was able to advance but could not be withdrawn. A ping pong technique was performed, and a 2.00 burr was used to create a channel. The guidewire and catheter were removed as one unit. The guidewire was able to be removed from the catheter once outside the patient. There was no visible damage to the catheter. The procedure was completed with another of same device. There were no complications and the patient fully recovered.

Event description:
It was reported that burr stuck in lesion occurred. The 69% stenosed target lesion was located in the moderately calcified mid left anterior descending artery. A 1.50mm rotapro was selected for treatment. During the procedure, the device was introduced over the guidewire with no resistance and advanced at the speed of 180rpm. However, after crossing the first lesion, the burr stalled and got stuck in the lesion, it was able to advance but could not be withdrawn. A ping pong technique was performed, and a 2.00 burr was used to create a channel. The guidewire and catheter were removed as one unit. The guidewire was able to be removed from the catheter once outside the patient. There was no visible damage to the catheter. The procedure was completed with another of same device. There were no complications and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of device stall, stuck in lesion, difficult/unable to withdraw, and additional intervention [additional device required] were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.